Event description:
The pt reported he was dissatisfied with his scs system. The pt has not used his scs system for approximately 3 years and he denied the new low energy charger. No further information is available at this time, follow-up pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.